Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient who stated that the circumstances that led to the frequent charging is due to the battery being almost nine years old. Patient said nothing has been done, she is needing a healthcare provider in (B)(6), to replace the battery. The issue has not been resolved. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the connector pin was broken, the connector pin wiggles in the port, and the implantable neurostimulator recharger (insr) was not charging. In addition, the patient reported that she was charging often than she used to. She charges twice a lot and it was unsure if the therapy has been changed. The patient tried to keep the implantable neurostimulator (ins) battery level from going under 50% and the patient wonders if it's because she was too active. Also, the patient reported having an error code on the insr when charging and the code would clear by unplugging/re-plugging the cord into insr. A replacement desktop charger (dtc) and antenna were sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.